Manufacturer narrative:
Qn# (B)(4). Per information provided on the notification summary from customer the DHR for the alleged instrument has been reviewed and found completely without any irregularities. This instrument was produced at the teleflex medical kenosha, wi facility as part of a 50 pc. Lot in june of 2011. Pictures or video have not been provided and this instrument has not been returned for evaluation therefore we are unable to validate the alleged complaint. All instruments from this lot were 100% visually inspected and function tested prior to shipment to customer as this is a standardized procedure at this facility for this product line.

Event description:
It was reported that during a nephrectomy while ligating, first the appliers were successful. While applying the second time the applier jammed.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during a nephrectomy while ligating, first the appliers were successful. While applying the second time the applier jammed.